Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision reported via sales rep; asr xl; left; reason(s) for revision : pain / loosening (cup). Update rec'd 08/25/2014- litigation papers received. Litigation alleges elevated metal ion levels. The existing MDR decision has been reversed and the femoral head has been reported. The complaint was updated on: 09/18/2014. Update rec¿d 09/08/2014 - plaintiff¿s preliminary disclosure form with medical records was received, which identified doi and dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 09/23/2014. Update rec'd 10/09/2014- litigation papers received. Litigation alleges pain, patients instability of the legs, and elevated metal ion levels. The sleeve will be reported. The stem is being added to the complaint. There is no new additional information that would affect the investigation. The complaint was updated on: 11/06/2014.